Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, they started out with a (B)(4) in the upper right quadrant port. Whenever they would introduce a 5mm harmonic device, there was severe leaking. They got an optiview sleeve, (B)(4) and the second port was leaking. They found a non-optiview (B)(4) and they had the same issue. When they took the cap off, there was no leaking. When they introduced the 5mm harmonic device, there was leaking. The procedure was still in progress. (B)(6).

Manufacturer narrative:
(B)(4) the analysis results found that the cb12lt device (a and b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us.

Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. Customer reported there were no patient injuries or medical intervention associated with this report.